Manufacturer narrative:
A spacelabs field service engineer arrived onsite for further investigation. The telemetry transmitter continued to be used by the customer, and the receiver channel involved during the event was unable to be confirmed by the customer, therefore this equipment was unable to be tested. The patient's historical waveforms and trend information were collected and sent to spacelabs for analysis. Spacelabs will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 a telemetry patient experienced an 6 beat run of ventricular tachycardia but no alarm occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Both the xhibit logs and the dataloader logs involving the historical database had been purged before they could be recovered for investigation. The patient's historical waveforms and trend information were analyzed by a spacelabs lead software engineer. Findings show that the patient¿s ECG waveform was correctly detected and the xhibit telemetry receiver classified all 6 beats as ventricular tachycardia. There is no evidence of an alarm being activated. Without the data from the logs, it is not possible to conclusively determine why alarm notifications were not generated and passed to the (B)(6). This report is considered complete and the matter closed.